Event description:
Procedure: laparo/inguinal hernia repair (tep). According to the reporter: before use on a pt, it was found that the balloon housing part was about to come off and dangling from the device. New device was opened for the procedure. No pt harm, operating room time was not extended.

Manufacturer narrative:
(B)(4).